Event description:
Type of procedure: unknown. Event description: there were only 3 clips in the applier. (Name redacted) told me that this often occurred in the last time. (But only in their kits). They had to open another clipper. Additional information received from applied medical representative via email on 05may25: they don¿t have the lot-nr. Of the kit. The clips had the standard color. Additional information received from applied medical representative via email on 15may25: the clipper was empty after three clips. The trigger could be used as always but stopped after three clips. Additional information received from applied medical representative via email on 03jun25: it happened 6 to 7 times. Additional information received from applied medical representative via email on 12jun25: no, they didn¿t the complaint before, because they were still well ¿ towards now. Event date is unknown ¿ several times. They didn¿t mention, because they trusted in our quality. Yes, clip loaded in the jaws, but only three. The clip was set into the jaws. There wasn¿t any resistance in trigger actuation. Patient status: no patient injury indicated. Intervention: unknown.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: unknown. Event description: there were only 3 clips in the applier. (Name redacted) told me that this often occurred in the last time. (But only in their kits). They had to open another clipper. Additional information received from applied medical representative via email on 05may25: they don¿t have the lot-nr. Of the kit. The clips had the standard color. Additional information received from applied medical representative via email on 15may25: the clipper was empty after three clips. The trigger could be used as always but stopped after three clips. Additional information received from applied medical representative via email on 03jun25: it happened 6 to 7 times. Additional information received from applied medical representative via email on 12jun25: no, they didn¿t the complaint before, because they were still well ¿ towards now. Event date is unknown ¿ several times. They didn¿t mention, because they trusted in our quality. Yes, clip loaded in the jaws, but only three. The clip was set into the jaws. There wasn¿t any resistance in trigger actuation. The event date is unknown. Patient status: no patient injury indicated. Intervention: unknown.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.